Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer had initially reported the sensor detached prematurely and a replacement device was ordered. The customer called back to report that the replacement was not received and the customer was unable to monitor their blood glucose. Consequently, the customer had low sugar and experienced symptoms of sweating, breathing issues, high heartbeat, and was unable to self-treat, requiring treatment of glucose drink by a third party. There was no report of death or permanent injury associated with this event.